Event description:
Reportedly, fired the instrument; however, the tissue could not be cut completely. The surgeon used the another device and a re-anastomosis was performed without incident. Procedure: colectomy.